Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had an allergic reaction that was painful and swollen while wearing the pod. The patient was taken to the children's hospital. The patient's parent stated they were given 2 prescriptions (mupirocin 2%, twice daily for three days and bactrim).